Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. The instrument passed a friction test on an instrument performance tester. The instrument was not damaged at the carbide or insert. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event. Based on the information provided, this complaint is being reported due to the following conclusion: the user reported the needle slips.

Event description:
It was reported the mega suturecut needle driver instrument was worn out. The needle slips. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.